Event description:
A 250 mg/250 cc bag of morphine sulfate hung & placed into infusion pump by two nurses at 1218 to infuse at 6 cc/hour. At 1500, air alarm sounded on pump. Rn found that the total amount had infused. She did a double check on pump entries for amount to be infused. She did a double check on pump entries for amount to be infused as well as connections and found all correctly done. Pt was symptomatic of overdose; reversed with medication (narcan x3).